Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n476717, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) reported they never had good coverage. Multiple reprogramming sessions were attempted but it was unknown what the results of those were, but the patient stated she wasn't satisfied with her pain relief. It was noted the patient had their implantable neurostimulator (ins) replaced in (B)(6) 2015. The rep. Suspected it was for a dead battery but was unable to confirm if it was due to normal battery depletion or not. During replacement the ins was replaced with another manufacturer's ins. It was noted after replacement the patient wasn't getting good coverage but the rep. Was unable to program the other manufacturer's implant. Relevant medical history includes degenerative disc disease and spinal pain.